Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 327 mg/dl. The customer received no delivery alarms with the sets and reservoirs. The customer stated that he received the alarm when he pushes insulin through the tubing. The customer stated that the alarm did not occur during manual prime. The customer was advised that the alarm was resolved by a complete set change.